Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a diluent leak at manifold #4 under the diluter cover. The fse repaired manifold #4 to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to manifold #4 under the diluter cover. (B)(4).

Event description:
The customer reported a waste leak involving the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and approximately 50 ml of fluid leaked inside the instrument and onto the countertop. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.